Manufacturer narrative:
The insulin pump passed the displacement, rewind, basic occlusion and prime test. The insulin pump had motor error stuck in motor error alarm loop during bolus delivery and motor position encoder error alarm found in history file. The motor was tested outside of the device and passed. The motor may have had an intermittent failure that was not detected during our testing. The insulin pump was unable to verify the excessive no delivery alarm and motion sensor test failure alarm due to motor damage. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that they received no delivery alarm and motor error alarm. The customer reported that they found a motor position encoder error alarm and a motion sensor test failure alarm in the alarm history. The customer's blood glucose was 135 mg/dl at the time of incident. The customer stated that the drive support cap appeared normal. The customer stated that they were able to rewind the insulin pump. The customer stated that the insulin pump was not exposed to high magnetic fields. The customer was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.